Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 1 balance; sheath: 7 french sheath; stent: 1 3.0x15mm unknown xience prime; stent: 1 3.0x38mm unknown xience prime. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two unk xience referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that during a distal right coronary artery (rca) stenting procedure, an unknown xience prime stent was implanted in the 80% stenosed lesion. All devices were removed without issue. Post procedure, electrocardiogram showed an st segment elevation and a 100% occlusion distal to the stent was noted. The patient was re-wired and a distal edge dissection was noted and treated with another unknown xience prime stent. A second distal edge dissection was noted and a 2.75x15mm xience prime was taken to the dissection site. Upon inflation to 6 atmospheres, the balloon would no longer inflate and was noted to be ruptured as evidenced by blood backing into the inflation device. The undeployed stent had partially dislodged and was at the end of the stent delivery system (sds). The system was slowly withdrawn back into the guide catheter and was removed out of the patient without reported issue. Another 2.75x15mm xience prime stent treated the second dissection without reported issues. There was no reported additional sequela. There was no additional information provided.